Event description:
The following info was reported to kci by the patient: the patient alleged that the nursing home informed her that her wound was getting worse and she needed to go to the hospital. On (B)(6) 2014, the following info was reported to kci by the nurse: the patient's wound depth increased and the patient developed a tunnel. The patient was sent to the hospital but could not provide any add'l info. Per patient's medical record, on (B)(6) 2014, v.a.c. Therapy was discontinued due the patient's admittance into the hospital. No add'l info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Therapy. There have been several attempts made to gather add'l info, but there has been no response.